Event description:
16 pumps delivering the incorrect amount of fluid to patients between the dates of 1-1-2021 through 12-1-2021. The following are scenarios: no infusion: 0.9% nacl IV fluid bag was not emptying, however the pump was running. Rn noticed that the pump stated it was running at 999ml/hr but it was not pulling any fluid from the bag. The fluid bag had been restarted and none of it had infused into the patient. Underinfusion: medication hung at 0753 at 100ml/h x 15 min. Ramped up to 300ml/h until complete which should have been at the one hour mark. At approximately 0930 staff noted 390 ml had infused with more still in bag. The bag was a 250 ml bag as noted per pharmacy as well. Underinfusion: most of the dose still remained in the bag. Pump did not run entire dose. Underinfusion: IV drip pulling from both primary and secondary line simultaneously. Tubing at appropriate heights, pump at hip height, all lines open. Medication did not infuse over the 30 minutes and extra time had to be added for full infusion. Underinfusion: patient was to receive 2, 20meq bags of potassium chloride over 4 hours. However, when the pump finished infusing the first bag at the 2 hour mark, at least half of the product was still in the IV bag. The rn restarted the infusion but it was apparent that the pump was not pumping properly. No infusion: IV pump would not pull from secondary medication. Nurse immediately recognized. Pump was replaced. No harm met patient. Overinfusion: rn went into check beeping pump and found that the pump and found that patient had received double the dose of 500ml (1000ml) of lactated ringers. Rn checked pump to ensure it was programmed correctly and the pump was programmed correctly but pump administered all of lr. Administered IV vancomycin dose, rn verified pump was correctly set prior to administration. Underinfusion: rn entered room because of infusion completion. Rn noticed that pump stated infusion was complete but there was still 200mls left in the IV bag. Underinfusion: patient secondary IV medication was hung and programmed into baxter infusion pump according to medication administration guidelines. Pump alarmed that infusion was complete after expected amount of time and it was found to have over half the medication was still left in the bag. Underinfusion: IV infusion pump was programmed to dispense 260ml over 60 minutes. After 60 minutes of infusion, the "infusion complete" message came on screen and the pump signaled to indicate the completion of the infusion. Despite this message, there was still fluid in the secondary medication(caspofungin). The estimated volume was 100ml. Underinfusion: dose of vancomycin was found with half of dose still left in the bag. Underinfusion: IV pump did not deliver full volume. 20ml extra was left after the infusion alarmed as complete. Underinfusion: pump was found in patient's room with 50% of caspofungin medication given. Pump read infusion complete. Overinfusion: patient was receiving a bolus. Fluid placed on a pressure bag. Once the bag was fully infused, it continued to deliver air down the line and into loop of piv. System did not alert that there was air in the line. Volume delivery issues. Volume delivery issues. Please note that the following pumps are in our htm office, have been tested/passed their tests, and are ready to ship to mfg. For additional evaluation: 2017398, 2070211, 2037780, 2021925, 2037827, 2025517.